Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during an open colectomy procedure, the staples did not form properly. The procedure was completed with additional suture. There was no patient consequence.